Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was inverted 180 degrees when turning from bevel up to bevel down (still bevel up image, just rotated upside down). Instrument was initially installed bevel up to visualize instruments. The error was experience perhaps 30 minutes into the case. The surgeon confirmed the desired orientation when endoscope was installed. There was no indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base. Prior to event, the endoscope was not manually rotated 180 degrees.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The staff replaced the scope, and no further issues were encountered. They planned to exchange the problematic scope. Technical support reviewed the system logs but did not find any associated errors. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that there were issues with the endoscope during a procedure, specifically when attempting to flip the scope orientation from 30 up to 30 down. The scope did not flip properly. The staff replaced the scope, and no further issues were encountered. They planned to exchange the problematic scope. Technical support reviewed the system logs but did not find any associated errors. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root cause cannot be established since the product was not returned for failure analysis, the potential root cause is commonly associated with improper setup by the user, specifically involving the endoscope controller and/or the sterile adapter. It can be resolved by reseating the endoscope and performing a power cycle if applicable.